Event description:
It was reported there was no output from ventricular lead. When tested at default settings of 80 ppm (pulses per minute) and 10 ma (milliamp), both sides measure 80 ppm, and atrial measures 9.69 ma while ventrical measures at 0.475 ma. The device was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: initial analysis confirmed the reported event, the heart lead flex was defective. It was also noted that the upper case was broken, the lower case was broken, two side bail covers were broken, the ring cover was broken, the battery contacts were compressed, and the battery drawer was damaged. Further analysis was performed on the heart lead flex. Visual inspection revealed no anomalies. Bench analysis found that a diode failed in-circuit diode testing. Conclusion: confirmed the reported event and reported output failure seen during repair of the device caused by a diode component failure. (B)(4).